Event description:
We have been informed that a salter labs 02 xpress pneumatic demand oxygen conserver model 8511 was in use when the death of a patient occurred. Salter labs was first contacted by (B)(6) attorney on (B)(6) 2013. She is the claims counsel company for a (B)(6) who distributed a backup oxygen source that included the o2 xpress. The information that salter received was that there was a power failure at 4:30 pm on (B)(6) 2011. A family member immediately responded by providing the patient with her backup oxygen bottle, but "the oxygen would not work." When unable to get the unit to work, another family member called 911. (B)(6) states that her son, the paramedic, nor she could get the device to work. Consequently, the patient died in the hospital.

Manufacturer narrative:
(B)(4).